Manufacturer narrative:
(B)(4). Date sent: 12/23/2015. Additional information was requested and the following was obtained: did the patient require any blood products? No. What was the approximate amount of blood loss? Unknown. What color cartridges were used and where? Pouch ¿ 1 green, 4 blues; jj - white. Were any other diagnostic procedures done to evaluate the bleeding? No. Where was the drain placed? Drain was placed intraoperatively. Was the patient on blood thinners or have any coagulation conditions? Yes, lovanox. What is the current patient status? Situation resolved; patient discharged.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staple line was inspected and appeared dry. Case completed with same device. Patient did well immediately post op, however, drain continued to fill with blood. Patient had to be kept in the hospital longer than usual to monitor bleeding. No determinant of cause. No device will be returned.

Manufacturer narrative:
(B)(4). Is it routine for this surgeon to use drains and lovenox? Yes. How long was drain in place extra? Unknown. Routinely how long does he leave them in? Till discharge; couple of days. What was the approximate blood loss? Unknown was there a drop in hemoglobin? Unknown.